Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that this lead was explanted due to intraoperative shock impedance increase. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal lead fragment as well as the 47.5 cm long medial lead fragment were available for analysis. The distal lead part including the tip were not returned. The available lead fragments were subjected to an extensive analysis. In the course of the analysis, multiple signs of wear could be noted along the lead fragments. In particular on the medial lad fragment the insulation was found rubbed through. The characteristics of this damage indicate severe mechanical stress during the implantation time of more than 11 years. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis of the available fragments did not reveal any sign of a material or manufacturing problem.